Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent burch retropubic urethropexy due to sui and pop. It was reported that following insertion the patient experienced pain, infection, recurrence, bleeding, dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2007 and (B)(6) 2008. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2004 and (B)(6) 2005 due to mesh erosion and urinary stress incontinence. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.